Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 35mmol/l. Troubleshooting was performed. The programming, time and date were correct. It was stated that the customer changes the infusion set every four to five days. Recommended to change every two to three days. Ran a displacement test and the insulin did exit. Performed a high pressure test and the test passed. No further info was provided.